Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. A pairing test was performed and it passed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was received, but does not reflect the product at fault. The problem could not be confirmed. The root cause could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.